Event description:
On march 4, 2025, an impulse dynamics field representative in the EU was informed of a device explant that had taken place on (B)(6) 2025. The patient's optimizer smart (os) implantable pulse generator (ipg) and attached leads were explanted due to the patient's septic condition. The ipg and leads were scrapped by the hospital and are thus unavailable for evaluation. A review of the DHR, including was conducted and no anomalies were found. There is no evidence to indicate the patient's os ipg caused or contributed to the sepsis.